Manufacturer narrative:
Zimvie complaint number (B)(4) the following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) unknown biomet 3i screw for evaluation. Visual evaluation was performed. Fractured mount screw fragment identified stuck inside of the returned implant. DHR and complaint history review could not be performed since the lot and item number were not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction has occurred. Fracture unknown screw was observed stuck inside the implant. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported that after implantation at tooth site 35, doctor tried to remove the screw from the mount and screw fractured. Implant had to be removed again. No other implant was placed, patient has been rescheduled for new implant placement.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided, d1: brand name unknown / provided, d4: additional device information unknown / not provided, g4: premarket identification unknown / not provided, h4: device manufacturer date unknown / not provided.